Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing of the monitor, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. During the incoming functional testing of the electrode belt, the belt lost communication with the test monitor. Upon evaluation, the u727, u728, and u708 components were shorted on the distribution node (dn) pca board. A root cause investigation into the damaged components determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca. The short caused the thermal damage on the distribution node pca. There is no indication that the damage caused or contributed to the patient's death. The damage likely occurred during or after device removal. Device manufacture date: monitor: 09/11/2015, belt: 04/16/2010.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient's son found the patient unresponsive with gel all over her. The patient's son also reported that the patient had several broken ribs and burn marks on her neck due to the garment being worn too high. The patient's son reported that he suspected foul play. The patient's son also reported that he believed that the response buttons on the patient's monitor should have contacted 911. Review of the event indicates the patient received 8 appropriate shocks during ventricular fibrillation. There was a 6 second pause after the final shock followed by bradycardia at 20bpm. The bradycardia transitioned to asystole and a non-treatable rhythm was declared. The impedance during all shocks was between 51 and 58 ohms and considered normal. In addition, the device is not designed to contact 911.